Event description:
It has been reported to philips that the flexvision pc will not boot up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up. Upon functional testing, the fse found that grabber card failure in the flexvision pc, as a result of this the system was not booting up. The frame grabber captures the video from the allura system. The fse replaced flexvision pc, hard disk and re-installed the os and application with firmware. After replacement of the flexvision pc, hard disk and re-installation of os and firmware, the system was returned to use in good working order. The codes were updated based on the investigation outcome.